Manufacturer narrative:
Additional information: b2 - outcomes attributed to ae, b5, d9, corrected information: b1, h1, h6:health effect - clinical code (annex e) and health effect - impact code (annex f). H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 15dec2025. The tether broke while the patient was attempting to remove the stent on their own. The patient saw a physician and the physician was able remove the stent. No other adverse effects were reported for this incident.

Event description:
It was reported during an unknown procedure, the user had an issue with two universa soft ureteral stent sets strings breaking with unknown lot numbers. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: lot number: unknown d5: operator of device: unknown e1: first and last name: unknown h3: device evaluation anticipated, but not yet begun this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.